Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, the ventricle was perforated by the guidewire. The exact time of the perforation was unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), post implant of a 29mm sapien 3 valve in the aortic position by transfemoral approach, the tee control showed a cardiac tamponade. A sternotomy was performed to drain the pericardial effusion and a pericardial patch was placed to stop the bleeding. At the time of the report the patient was stable.the cardiac tamponade was considered to have been be caused by a perforation by the guidewire positioned in the left ventricle. The patient¿s native annulus was 580mm2, had severe native annular calcification, severe native leaflet calcification, and moderate aortic root calcification.

Manufacturer narrative:
Reference CAPA-20-00141.